Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with degenerative disc disease(ddd) and underwent transforaminal lumbar fnterbody fusion (tlif) at l3-4, l4-5, l5-s1 in which rhbmp2/acs was used.